Manufacturer narrative:
Zoll medical corporation has received the product.

Event description:
During biomed testing the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.